Event description:
In 2002, pt had osteotomy and bone wedge l upper tibia with bone grafting using cancellous chips and allomatrix bone putty; plate and screws. In 1/2003, pt readmitted with cellutitis, pain, redness, warmth just below, inferior and distal to the inferior portion of the incision. Incision ok - no fever or chills. Treated with IV antibiotics overnight and discharged on po antibiotic. Then 18 days later, pt admitted with increased pain and profuse incisional drainage - wound had partially dehisced. (Pt had been seen in the office 3 days prior with increased erythema and pain; no fever or chills; keflex was restarted.